Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error and moisture damaged. Customer's blood glucose at time of incident was 227 mg/dl. Customer entered the pool with the pump and pump critical error alarm. Customer also received low battery and the alarm started to occurred. Customer was advised the pump will need to be replaced and revert to a backup plan.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No critical pump error was noted. No unexpected low battery alarm was noted during testing. No unexpected low battery alarms were found at the downloaded pump history files. However, the display was received with a white spot at the upper right corner due to a corroded electronic assembly. The electronic and motor assemblies were found with traces of corrosion. The pump failed the leak test. The pump leaked at a crack on the back of the case. The pump was received with a cracked case on the back at the battery tube area. The pump was received with minor scratches on the lcd window and case.